Event description:
The customer's mother reported that her daughter woke up with nausea and then vomited. The customer;s blood glucose was around 300 mg/dl at this time. The customer's mother attempted to correct the customer's blood glucose using the pod, however, the customer vomited twice more. The mother gave her daughter a drink and an hour later, the customer's blood glucose read 250 mg/dl. The customer was still vomiting, so the customer's mother called her doctor who told them to go to the ER. When the customer arrived at the ER around 1pm, she had a blood glucose of 300 mg/dl. She was diagnosed with diabetic ketoacidosis and was treated with insulin, glucose, and IV fluids. She was kept overnight in the hosp. The pod was discarded at the hosp.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.